Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a high blood glucose level over 600 mg/dl. Customer stated that the cannula was kinked in a 90 degree angle and she was not getting any insulin. Customer's blood glucose started at 210 mg/dl and by the time she realized the cannula was bent, her blood glucose was over 600 mg/dl. Customer removed the set and treated with a shot after reconnecting. Customer declined troubleshooting for high blood glucose and bent cannulas.